Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer fan was very loud. The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was giving an overheating message when trying to save to universal serial bus (usb). It was also reported that the programmer was noisy. It was recommended that the programmer be returned for service but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was overheating, however, there were several overheating messages recorded in the device logs. The micro processor unit (mpu) was replaced as a preventative measure. Analysis was able to confirm that the system fan was noisy; the fan was replaced. Analysis also noted that the printer keypad was worn and difficult to operate, the stylus was pulling apart, the power cord bay was broken, and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.